Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, while loading the device, the stapler was not able to fire, the surgeon was not able to press the green button and squeeze the handle. The device was replaced by another different batch of stapler. No patient injury.